Manufacturer narrative:
Date of report: (B)(6) 2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. When this information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the ventilator¿s navigation ring failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue and the unit passed all testing.

Manufacturer narrative:
The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.